Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome revealed that the motor was sluggish and the hose was nicked. The head and width plates were chipped and the calibration was out of specifications at the 0 setting only. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the motor was sluggish. The root cause of the reported event was due to the sluggish motor. The issue was resolved with the replacement of the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: on (B)(6) 2017, it was reported that the device was being used and dug too deeply into subcutaneous layer. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has not previously repaired/evaluated air dermatome serial number 109116 as documented in the repair reports in livelink. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. The device was sent to a third party repair center for evaluation. Repair of the air dermatome was not performed by zimmer biomet as the device was not returned for repair. The device was sent to a third party repair center for repair. The reported event was non-verifiable since the device was not returned to zimmer biomet for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned to zimmer biomet for evaluation or repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). This medwatch is being filed to relay additional information. Event date was previously stated as (B)(6) 2017 and now it should be noted that it is "unknown" and the investigation has been updated. On november 27, 2017, it was reported that the device was being used and dug too deeply into subcutaneous layer. The customer returned an air dermatome device, (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on november 27, 2017 revealed that the device has not been previously repaired by zimmer biomet. The description stated that the device had previously returned from repair on september 12, 2017. The device was sent to the united states repair center for investigation, repair and calibration. Initial qa inspection of the air dermatome on (B)(6) 2018 revealed that the motor was sluggish and the hose was nicked. The head and width plates were chipped and the calibration was out of specifications at the 0 setting only. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the ball detent, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed to try to replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed to try to replicate the reported event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Event date was previously stated as unknown and the event description has been updated.

Event description:
It was reported that the oscillating blade dug too deeply into subcutaneous layer. The reported issue occurred during surgery and additional graft was required from the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the oscillating blade ceased while using on the patient. Previously it was being used and dug too deeply into subcutaneous layer. The reported issue occurred during surgery and additional graft was required from the patient. No additional consequences were reported as a result of this malfunction.